Manufacturer narrative:
Product ID: 3487a-33, lot# j0217205v, implanted: (B)(6) 2002, explanted: (B)(6) 2004, product type: lead. Product ID: 3487a-33, lot# j0401944v, implanted: (B)(6) 2004, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3487a-33, lot# j0401944v, implanted: (B)(6) 2004, product type: lead. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002 explanted: (B)(6) 2004, product type: extension. Product ID: 3487a-33, lot# j0217205v, implanted: (B)(6) 2002, explanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported that the patient had a revision in 2004. It was unknown what the revision was for.